Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, the device malfunction occurred because the parts on printed circuit board were deteriorated over time or became non-functional due to accidental failure.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was partially confirmed. A full inspection was performed and the unit failed due to no image with an olympus series 180 scope due to a faulty ap and dr patient board. A worn scope socket was found, causing loose connection with scopes. A damaged foot switch connector was noted.

Event description:
A user facility reported to olympus that the device needed a new socket. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.